Event description:
It was reported that customer experienced frequent occlusions when using long tubing. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.